Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess) procedure. It was reported that the healthcare provider was loading an exam for a case and the system became unresponsive. It showed the sr manager failure. They rebooted and tried to load again with the same result. They then brought in a second navigation system, but the same issue happened. Navigation was aborted. There was a reported delay of less than one hour and no impact on patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that no system checkout was going to be performed as the resolution was confirmed.